Event description:
It was reported that "dr lee had inserted the rod and when he was trying to remove the rod inserter it snapped."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.